Event description:
Air bubble alarm.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log history was reviewed and the reported " air alarm " described in complaint was found multiple time in the log file, therefore the reported event is confirmed. The device was not returned to france for investigation as repairs were carried out locally by (B)(4). Following information that were provided, the device was alarming "air bubble" even though there was no air in the line. The pump has been turned off and on multiple times and another set has been tried but the alarm persisted. The reported issue was verified and confirmed by (B)(4) during servicing. No additional issues were found with the device. To solve the reported issue, the air in line sensor was replaced, and the pump passed all testing. The air sensor kit was returned to france for investigation. The visual inspection was compliant. The investigator checked the detector with our volumat tester to verify the complaint. He started with the maintenance test 14 to read the value of the detector and he found that the value with the water drifted to 299mv and according to the manufacturing instructions, the low level calibration value ""valmax 2"" should be 745 lsb, i.e. 925 mv. However, he performed a test run at full speed without triggering the air alarm. He also triggered occlusion and door opening alarms and still no air alarm. As the value was out of tolerance from the manufacturing instructions, the reported complaint has therefore been confirmed. The origin of the reported failure is due to a drift of value of the air detector even if the tests were compliant. The root cause is most likely due to a weakness in the ceramic bonding causing the air bubble alarm. An internal CAPA adressing this issue has been opened on may 2022 and corrective actions will be implemented. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.